Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm is currently 61 mm in diameter. It was reported that the patient was in for a routine follow up. The physician discovered that the stent graft had migrated distally into the aneurysm sac resulting in a type I endoleak. An endurant 36 x 16 x 145 and endurant 16 x 16 x 124 were implanted to treat the stent graft migration and type I endoleak. Additionally, aptus endo anchors were deployed for additional fixation. The event has been resolved. The physician stated that the cause of the event was due to disease progression in the infra-renal neck; which had caused the aneurx stent graft to lose its wall apposition. No additional clinical sequelae were reported and the patient is fine.